Event description:
Had hernia repair in (B)(6) of 2007, in which the surgeon uses prolene mesh, lot number zcp975, size 3 in x 6 in product code pmii, ethicon inc. I was discharged to home, after 4 weeks went back to work, not really feeling that good after 2 days of work started running fever with night sweats and pain in my right side next to my umbilicus. Then after some time went to my doctor's office where after seeing me he directly sent me to the hospital where I was seen by primary doctor, infectious disease doctor and my surgeon, I had numerous labs drawn, blood cultures, chest x-ray, CT. The infectious disease doctor told the surgeon that it was from the mesh that was used, finally after several days passed the surgeon decided to take me to operating room, where I was found to have an hour glass, he left my abdomen open with drain tube. After several days I was discharged home with home health. The home health could only come to my home to do dressing changes at 10:00 in the morning and 3:00 pm to do a dressing change as they were large dressing changes. During this time my husband who is a registered nurse would change it at 5:30 in the morning and 8:30 pm. This time I lost my job, and all of this happened within 6 weeks of having the mesh implanted. Since then I have had constant pain around to right of my umbilicus. Have constant diarrhea.